Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the master tool manipulator (mtm) control moved in opposite directions after switching up/down image of the 30-degree endoscope. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse confirmed error 22020 indicating engagement failure of the endoscope on universal surgical manipulator (usm) 2. The isi tse explained that the non-intuitive motion could be due to the endoscope roll motion issue and advised the customer to check the endoscope and sterile adapter (sa). The customer found that the endoscope could not be moved at the roll axis by using a hand. The isi tse advised the customer to use a backup endoscope and to reseat the sa to resolve the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. There was no external collision. There was no patient injury as a result of the event. The issue occurred after all surgical ports were placed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction and the adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing contributing to friction. Additional observation found endoscope cable to be damaged. The proximal over-molded section of cable assembly was found to be delaminated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.